Event description:
It was reported by the customer that bd pyxis¿ medbank tower had restocking issue. Customer stated when they attempted to restock the medications an error message appeared "this item belongs in cabinet 25" for med piper 3.375 846bcae00g z001zav0wx. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device restocking issue. A technical support specialist looked under the facility mql database but did not find any purchase orders listed. Technical support specialist advised the client to contact the pharmacy for further assistance. He was unable to locate any cubie or cubie fill with those barcodes in either the cr mytran table or the facility's release table.